Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p050017/s006. Problem statement: "placement of stent on (B)(6) 2017. Patient came back in april for a biliary control. Scan shows a significant dilatation of the intra-hepatic biliary tract, reflecting a non-functional stent. Presence of a displaced fragment of the stent which evokes a disjunction of the stent in its superior part patient injury to be confirmed." Device evaluation: the zfv6-80-8-10.0 device of lot number c1335092 involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. From customer testimony, the complaint device was used in the biliary tree and the stent fractured. The patient did not require any intervention and did not suffer any adverse effects as a result of this occurrence. The customer was contacted to request images of the procedure and additional information. At the time of the investigation, the images and information are not available. The investigation will be updated once the images or information are provided. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Clinical input was provided by a medical advisor: "it was a zfv stent that was placed in biliary duct which is considered as off-label use. A stent (intended use for biliary tree) fracture in the biliary duct is rare but does have the potential to cause patient harm such as fracture stent migration, perforation, bleeding and/or obstruction; in some cases, perforation caused by fractured stent could lead to peritonitis. The fracture stent can be removed either by endoscopic retrieval or surgical intervention. " from the customer testimony, the complaint device was used in the biliary tree. Possible causes for this occurrence could include the use of the device in a non-indicated location. Using the device in a non-indicated location could have caused or contributed to the stent fracture. However, as the device is not available, the images and information have not yet been provided, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It can be noted that as per the instructions for use: "the product is intended for use in the iliac, superficial femoral artery (sfa) and above-the-knee popliteal artery¿" document review: prior to distribution all zilver flex devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk will be assessed for this complaint once the images are returned and evaluated. When the risk has been assessed the investigation will be updated with the risk details. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿stent fracture". Placement of stent on (B)(6) 2017. Patient came back in (B)(6) for a biliary control. Scan shows a significant dilatation of the intra-hepatic biliary tract, reflecting a non-functional stent. Presence of a displaced fragment of the stent which evokes a disjunction of the stent in its superior part patient injury to be confirmed.

Manufacturer narrative:
510(k) number: n/a. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Device evaluation the zfv6-80-8-10.0 device of lot number c1335092 involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. From customer testimony, the complaint device was used in the biliary tree and the stent fractured. The patient did not require any intervention and did not suffer any adverse effects as a result of this occurrence. The customer stated that the patient¿s anatomy was not severely calcified or tortuous, and stated that there was complete transection of the stent. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer; is the complaint confirmed? No. The complaint of stent fracture cannot be confirmed either because imaging of the complaint event was not provided or the fracture was obscured on the provided imaging. Because the provided imaging was likely from implantation, imaging of the fracture was likely not provided. Observation of device effects, relative to the patient's anatomy: none. Observation of device effects, relative to the disease state: the stent was implanted across multifocal, long stent severe stenosis and/or occlusion of the intra-pancreatic common bile duct (cbd) that could not be completely reduced with angioplasty and/or moderately recoiled on the stent. Observation of significant findings relative to the use of the device: none. Observation of additional device findings relative to the clinical perspective: none. Findings: 1. Seven images from percutaneous trans-hepatic cholangiography (ptc) are provided along with the complaint report. 2. The first three images were performed just before stent implantation. These images demonstrate a dilated biliary tree accessed percutaneously from a right biliary duct. What likely represents a massively dilated cystic duct was superimposed over the extra pancreatic bile duct. No contrast opacified the presumably severely stenotic or occluded common bile duct (cbd). 3. The remaining four follow up images were performed an unspecified time after implantation. The stent spanned from a dilated, pre-pancreatic cbd, across an occluded intra-pancreatic cbd segment and into the duodenum. One image shows a wire through the patent stent. The wire was removed on the other three images. These three images were the same image with different magnification. The same right duct biliary access, the large access diameter sheath, the patent stent, and removal of the wire are all consistent with immediate post implantation cholangiography rather than cholangiography performed six months later at the complaint event. A six month follow up cholangiogram would have likely been performed with a smaller access sheath or needle and through a different duct, included a wire or diagnostic catheter and demonstrated an occluded stent. 4. Two tandem stenoses continued to constrain the stent to between 3mm and 4mm residual lumen diameter. The 100mm stent length indicated no stretching. Although the images were likely performed at implantation, even if the four images of the stent were performed six months later, the superior aspect of the stent was obscured enough to make fracture identification impossible. Impression: 1. The complaint of stent fracture cannot be confirmed either because imaging of the complaint event was not provided or the fracture was obscured on the provided imaging. Because the provided imaging was likely from implantation, imaging of the fracture was likely not provided. 2. The stent was implanted across multifocal, long stent severe stenosis and/or occlusion of the intra-pancreatic common bile duct (cbd) that could not be completely reduced with angioplasty and/or moderately recoiled on the stent. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Clinical input was provided by a medical advisor: "it was a zfv stent that was placed in biliary duct which is considered as off-label use. A stent (intended use for biliary tree) fracture in the biliary duct is rare but does have the potential to cause patient harm such as fracture stent migration, perforation, bleeding and/or obstruction; in some cases, perforation caused by fractured stent could lead to peritonitis. The fracture stent can be removed either by endoscopic retrieval or surgical intervention. " from the customer testimony, the complaint device was used in the biliary tree. Possible causes for this occurrence could include the use of the device in a non-indicated location. Using the device in a non-indicated location could have caused or contributed to the stent fracture. However, as the device is not available, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It can be noted that as per the instructions for use: "the product is intended for use in the iliac, superficial femoral artery (sfa) and above-the-knee popliteal artery¿" document review prior to distribution all zilver flex devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1335092. Summary there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk was determined to be low risk (category iia). The scan showed a significant dilatation of the intra-hepatic biliary tract, reflecting a non-functional stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Placement of stent on (B)(6) 2017. Patient came back in (B)(6) for a biliary control. Scan shows a significant dilatation of the intra-hepatic biliary tract, reflecting a non-functional stent. Presence of a displaced fragment of the stent which evokes a disjunction of the stent in its superior part patient injury to be confirmed.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). PMA/510(k) # p050017/s006. Problem statement "placement of stent on (B)(6) 2017. Patient came back in (B)(6) for a biliary control. Scan shows a significant dilatation of the intra-hepatic biliary tract, reflecting a non-functional stent. Presence of a displaced fragment of the stent which evokes a disjunction of the stent in its superior part patient injury to be confirmed." Device evaluation the zfv6-80-8-10.0 device of lot number c1335092 involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. From customer testimony, the complaint device was used in the biliary tree and the stent fractured. The patient did not require any intervention and did not suffer any adverse effects as a result of this occurrence. The customer stated that the patient¿s anatomy was not severely calcified or tortuous, and stated that there was complete transection of the stent. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Is the complaint confirmed? No. The complaint of stent fracture cannot be confirmed either because imaging of the complaint event was not provided or the fracture was obscured on the provided imaging. Because the provided imaging was likely from implantation, imaging of the fracture was likely not provided. Observation of device effects, relative to the patient's anatomy: none. Observation of device effects, relative to the disease state: the stent was implanted across multifocal, long stent severe stenosis and/or occlusion of the intra-pancreatic common bile duct (cbd) that could not be completely reduced with angioplasty and/or moderately recoiled on the stent. Observation of significant findings relative to the use of the device: none. Observation of additional device findings relative to the clinical perspective: none. Findings: 1. Seven images from percutaneous trans-hepatic cholangiography (ptc) are provided along with the complaint report. 2. The first three images were performed just before stent implantation. These images demonstrate a dilated biliary tree accessed percutaneously from a right biliary duct. What likely represents a massively dilated cystic duct was superimposed over the extra pancreatic bile duct. No contrast opacified the presumably severely stenotic or occluded common bile duct (cbd). 3. The remaining four follow up images were performed an unspecified time after implantation. The stent spanned from a dilated, pre-pancreatic cbd, across an occluded intra-pancreatic cbd segment and into the duodenum. One image shows a wire through the patent stent. The wire was removed on the other three images. These three images were the same image with different magnification. The same right duct biliary access, the large access diameter sheath, the patent stent, and removal of the wire are all consistent with immediate post implantation cholangiography rather than cholangiography performed six months later at the complaint event. A six month follow up cholangiogram would have likely been performed with a smaller access sheath or needle and through a different duct, included a wire or diagnostic catheter and demonstrated an occluded stent. 4. Two tandem stenoses continued to constrain the stent to between 3mm and 4mm residual lumen diameter. The 100mm stent length indicated no stretching. Although the images were likely performed at implantation, even if the four images of the stent were performed six months later, the superior aspect of the stent was obscured enough to make fracture identification impossible. Impression: 1. The complaint of stent fracture cannot be confirmed either because imaging of the complaint event was not provided or the fracture was obscured on the provided imaging. Because the provided imaging was likely from implantation, imaging of the fracture was likely not provided. 2. The stent was implanted across multifocal, long stent severe stenosis and/or occlusion of the intra-pancreatic common bile duct (cbd) that could not be completely reduced with angioplasty and/or moderately recoiled on the stent. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Clinical input was provided by a medical advisor "it was a zfv stent that was placed in biliary duct which is considered as off-label use. A stent (intended use for biliary tree) fracture in the biliary duct is rare but does have the potential to cause patient harm such as fracture stent migration, perforation, bleeding and/or obstruction; in some cases, perforation caused by fractured stent could lead to peritonitis. The fracture stent can be removed either by endoscopic retrieval or surgical intervention. " from the customer testimony, the complaint device was used in the biliary tree. Possible causes for this occurrence could include the use of the device in a non-indicated location. Using the device in a non-indicated location could have caused or contributed to the stent fracture. However, as the device is not available, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It can be noted that as per the instructions for use: "the product is intended for use in the iliac, superficial femoral artery (sfa) and above-the-knee popliteal artery¿" document review prior to distribution all zilver flex devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1335092. Summary there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk was determined to be no risk (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
MDR is being submitted based on the device malfunction precedence: ¿stent fracture". Placement of stent on (B)(6) 2017. Patient came back in april for a biliary control. Scan shows a significant dilatation of the intra-hepatic biliary tract, reflecting a non-functional stent. Presence of a displaced fragment of the stent which evokes a disjunction of the stent in its superior part . The patient did not require any intervention and did not suffer any adverse effects as a result of this occurrence.